Manufacturer narrative:
The device has not yet been returned to maquet. We are following up with the customer for the return of the device. A supplemental medwatch will be submitted when more info becomes available. (B)(4).

Event description:
It was reported that on (B)(6), during the preventive maintenance by the me, recurring autofill failure was generated. The stopcock was tight so he required investigation and repair. No pt injury was reported.